Event description:
It was reported that a nurse had been attaching the connector and tubing to the cartridge before inserting the cartridge into the ilet and had not rewound the pump, leading to inadvertent expulsion of insulin during supply changes. Symptoms included no reported adverse health effects. Outcomes included no alerts or alarms and no impact requiring medical intervention. Investigation included troubleshooting and education on proper supply change steps. Investigation of this case revealed user technique error related to incorrect sequence of cartridge insertion and failure to rewind, with risk of unintended insulin delivery during priming. It was concluded that the cause was user error and inadequate training, addressed through education on the correct procedure.